Event description:
It was reported that a patient had a break in aseptic technique, further described as did not wear a mask, during peritoneal dialysis (pd) therapy which caused peritonitis. The patient made a mistake of touch contamination. One day after experiencing the peritonitis, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was re-trained in proper aseptic technique for pd therapy. At the time of this report, the patient was recovering from the peritonitis and dianeal and extraneal therapies were ongoing.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.